Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and determined the bsv (blood sampling valve) malfunctioned, causing the reported issue and was replaced. (B)(4).

Event description:
The customer reported incomplete latron control when using the coulter lh 780 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The fse determined the latron primer was high. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.